Manufacturer narrative:
(B)(4). Batch r5a04f. Investigation summary: the analysis found that one sc60a device was returned with no apparent damage and with a gst60b cartridge reload present. The reload was received partially fired 1/16 with 1 double driver missing and 2 double drivers out of position. In addition the cartridge pan was noted to be dislodged from left side. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Although no conclusion could be reached on what caused the drivers to fall. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during an open gastrectomy, the knife did not move forward at the second firing on the stomach. Before the firing, the cartridge had a difficulty in being loaded into the jaw, and the surgeon loaded it into the jaw forcibly. The device was fired though the proximal end part of the cartridge lifted from the jaw. The jaws were opened, and another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.